Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm on the insulin pump and stated that he is unable to rewind. Customer does not use the sensor feature on the insulin pump. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.